Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure was a leak on the pe valve and heat exchanger. Also, pc board needed to be auto tuned. No parts needed.